Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified units of one-link non-dehp standard bore catheter extension sets had air in line while in use with clearlink system non-dehp extension sets. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d10 (add product) and b5. B5: update to "it was reported that an unspecified quantity of one link non dehp standard bore catheter extension sets had air in line while being used with clearlink system non dehp extension sets (filter). The issue was described as, the filter was primed using an unspecified syringe, and after priming, a one link needle free IV connector was attached to the proximal end just above the filter so the assembly could be accessed similarly to a saline well or heparin lock".